Manufacturer narrative:
The expired treatment tip was returned for evaluation. The tip is valid as verified against the solta database. The tip failed visual inspection due to dents on the tip surface. No dielectric breakdown was observed. The tip passed the leak test and thermistor test. No functional test could be performed due to the tip being expired. Solta is unable to determine when or how the dents occurred in the tip surface. It is unlikely that the dents contributed to the related event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No nonconformities or anomalies were found related to this event upon review of the device history record. The final testing verification specifications are acceptable. The conclusions in the original report remain unchanged. Based on all available information, the treatment was performed in an unsafe an unapproved or off-label manner. No correction action is necessary at this time.

Event description:
A user facility in china reported that a patient experienced mild second-degree burns on the face after a thermage facial treatment. The burns and blisters were observed in the right mandibular margin and left middle lower cheek. Erythematous reactions began to appear on the middle and lower face from the outside of the oral corner to the area before the ear, and mebo scar cream was applied immediately. During the ice application, scattered blisters of the size of rice grain appeared in the middle and lower cheek area. After half an hour of ice application, the blisters began to disperse and fuse into several fingernail sized blisters. The burns appeared on the same day of the treatment and the patient was provided burn ointment, but the burn was not relieved. The patient went to the hospital for inspection, and the doctor diagnosed a mild second-degree burn. The patient been received treatment in the hospital and scabs had formed at the time of the report. The doctor pumped fluid into the tissue with a syringe and applied repair products mebo scald cream and cebelia repair ointment. A burn ointment was prescribed. The patient¿s last known status is a mild second degree burn on the face that has scabbed, and a tenth of the scabbed area exhibits decrustation. The wound is being treated; however, risk of permanent damage cannot be ruled out. Medical review of the provided picture noted large blisters and post inflammatory hyper-pigmented areas are visible on one side of the face, mostly on the cheek. During the thermage treatment, the patient was provided surface anesthesia to the face for 40 minutes as well as intravenous anesthesia for 40 minutes before treatment. The incident occurred at about 40 reps on the right mandibular margin and 350 reps on the left cheek. The highest energy level used: basic coverage is from 4.0 to 3.0. Lift line is from 2.5 to 2.0. Enhanced zone is 2.0 and last 100 reps is from 1.5 to 1.0. Doctor treatment process: first operate the right cheek, twice super pass coverage with energy 4.0 on the right cheek, the energy is 2.5-2.0 in lifting line from the back corner of the mouth to the front of the ear, repeating 4-6 times, and then enhance the mouth area and mandibular margin with energy of 2.0, repeating 4-5 times. It was reported that the tip overheated once or twice during treatment after 600 reps and error codes ec78e ec78e ec485 were received. In the last 100 reps, 1.5-1.0 energy was performed on the forehead area, and no abnormal reaction was observed. The treatment tip was not checked during the treatment. Solta coupling fluid was not used. It was reported that the treatment provider is not a certified thermage provider. A solta service engineer reported they found that the auxiliary materials of the hospital were mixed with counterfeit product during the inspection.

Manufacturer narrative:
The treatment tip has not been returned for evaluation. As the treatment tip serial number was not provided by the reporter, review of the device history record cannot be performed. The datacard log was returned for evaluation. The datacard log showed the following errors occurred during treatment: ec78e ¿ error ¿ force before activation. Ec78c - error ¿ treatment tip temperature too high. Ec485 ¿ error ¿ treatment tip temperature too low . When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the handpiece and system performed as expected. The service engineer found that the treatment tip did not fully connect to the handpiece, which could cause error ec485. The datacard log confirmed the customer¿s account of tip too warm error occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. According to thermage flx system user manual burns and blisters known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A solta service engineer reported they found that the auxiliary materials of the hospital were mixed with counterfeit product during the inspection. It was reported non-solta coupling fluid may have been used during treatment. No other information was received about how much coupling fluid was required. The user must only use solta-supplied coupling fluid. It was reported the patient was placed under anesthesia during treatment. Anesthetizing a patient during flx treatment is considered off label use. Patient feedback is essential input to guide the user in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an unsafe an unapproved or off-label manner. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Trending will be performed to monitor this issue. If the treatment tip is received for evaluation this investigation will be updated. No corrective action is necessary at this time.